Manufacturer narrative:
Blank display due to battery cap contact missing. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test using a test battery cap. Successfully downloaded history files and traces using thump the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed low battery alert on (B)(6) 2024 14:40:00.000 in the history files. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery cap contact missing, cracked battery tube threads, and faded serial number label. Confirmed blank display due to battery cap contact missing during analysis. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery side of the pump, battery cap damaged, battery cap contact missing/damaged and blank display. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Troubleshooting was performed and the customer reported that battery cap contacts were missing, damaged, and/or corroded. The customer reported battery cap damage and found that the damage was on metal contacts. The customer declined to continue with troubleshooting. No further patient complications were reported. The customer will discontinue using the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.